Manufacturer narrative:
Other relevant device(s) are: product ID mcs-p3-31-aoa serial/lot: (B)(4), use by date 2018-11-11, (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-dilation balloon aortic valvuloplasty (bav) was performed in the calcified annulus. The device was inserted through femoral access and an aortic root angle greater than seventy degrees. Upon deployment, the valve dislodged toward the ventricle resulting in moderate paravalvular leak (pvl). A post-implant bav was performed with no visible valve expansion and the pvl remained unchanged. A second valve was advanced through the first valve without difficulty and was positioned high. The valve was deployed valve-in-valve. Transthoracic echocardiogram (tte) revealed mild pvl. Transient complete heart block (chb) was noted and was treated with a temporary pacemaker. One day following the valve implant, moderate to severe pvl and pulmonary edema were noted. The electrophysiology study was postponed due to the valve replacement surgery. Four days following the valve implant, both valves were explanted and replaced with a medtronic surgical aortic valve. A permanent pacemaker was implanted following surgery. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.